Event description:
It was reported that the patient experienced swelling, irritation, and ulceration of the scrotum and penis head after the artificial urinary sphincter (aus) was activated on the (B)(6) of 2019. The aus was deactivated one week after this incident. The patient was then placed on an antibiotic regimen for a period of two weeks. The patient's symptoms resolved after the two weeks. The aus was then reactivated on the (B)(6) 2019. The patient experienced a recurrence of the same symptoms after the second activation. The patient is currently working with their surgeon to understand what caused their symptoms. The patient's aus currently remains implanted. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.